Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager contacted zoll customer support to report that a (B)(6) female pt was treated by the lifevest and passed away. The lifevest treated the pt at 17:30:07 on (B)(6) 2014. The rhythm at the time of the treatment was asystole with severe bradycardia (8 bpm). The post-shock rhythm was idioventricular (88 bpm) which degraded to asystole. The device was shutdown at 17:35:49. Ems was on the scene and transported the pt to the hospital where the pt passed away. Oversensing of small cardiac signal and signal artifact contributed to the false detection. There is no indication that the treatment during asystole contributed to the pt's death. Asystole is considered a non-treatable rhythm.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. As received, the monitor was fully functional and able to detect and treat. Electrode belt sn (B)(4) was not returned for investigation. Device mfg date: monitor (B)(4): 09/2012. Electrode belt (B)(4): 04/01/2013.